Event description:
Systemic illness from silicone breast implants. Manufacturer is johnson and johnson highly cohesive 410. My entire body was involved, eyes, sinuses, lungs, bronchial, intestinal, liver, blood, brain, skin. If I did not explant, I am certain death would have soon followed.